Event description:
It was reported that the atrial lead had displaced/fallen into the right ventricle. The physician attempted to reposition the lead back into the right atrium multiple times, but the lead continued to fall out. The lead was removed and upon inspection the distal tip/helix had too much tissue attached to it to be re-used. A new lead was then placed into the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.